Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology from the time of implant is unknown. It was reported that the patient was having hip surgery and during the procedure the patient developed a-fib. The patient was not on anti-coagulation medication during the procedure. The patient later presented to vascular surgery with an occluded right leg and stent graft limb from previous evar treatment. The physician performed an embolectomy, femoral endarterectomy, and angioplasty, and implanted a 16x10x82 in the right common iliac. The physician believes that the cause of the occlusion is related to the hip surgery and the patient was not given anti-coagulation medication. No additional clinical sequelae were reported and the patient is fine.